Manufacturer narrative:
The exact event date is unknown.

Event description:
It was reported that the pump of the inflatable penile prosthesis (ipp) is not operating as intended. At the moment, the issue has been resolved by troubleshooting the device. No patient complications were reported in relation to this event.